Event description:
Cardiac catheterization revealed a 90% stenosis of the 1st "obmarginal" (proximal). A ptca/stent procedure was planned. While deploying a stent using the buddy wire technique, the tip of the first wire peeled off and became caught between the vessel wall and stent. Resulting in a spiral dissection that extended into the distal obtuse marginal. Procedure was terminated. Emergent coronary bypass graft surgery was performed. The stent and wire fragment in the left circumflex were left insitu. Pt tolerated surgery without complications.